Manufacturer narrative:
The device has not been received to date. However, a reboot of the column, normal operation occurred and the starter card was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Olympus received a report from the customer that the evis exera iii xenon light source displayed an e102 (lamp went out error) message when the lamp was switched on. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned for inspection; however, the starter card was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.